Event description:
According to the reporter: after firing, the blade did not retract and stomach was caught between the jaws. The stomach had to be forced out of the jaws causing minimal bleeding but more than usual for this procedure. Surgery time extension was reported as 90 minutes. Surgeon over-sewed the staple line which is standard procedure.

Manufacturer narrative:
(B)(4)